Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two users were unable to log in to their accounts, and the system prompted them to request a witness. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) confirmed that there were no pyxis-related issues at the site. The matter had already been resolved by the customer, and no further assistance was required. The system functioned as intended after the customer resolved the issue.